Event description:
It was reported the patient¿s implantable neurostimulator (ins) stopped working. The reporter stated they thought the ins was dead. It was noted that the patient noticed it last week. It was further noted that on (B)(6), the patient was sitting and felt like the ins had shut off. The reporter stated they had been trying to get the ins going all week with no success. It was noted the patient¿s healthcare professional (hcp) had not checked the device yet. It was further noted the patient was getting a poor communication screen on the patient programmer. The reporter stated they replaced the batteries in the programmer today and they were using the programmer with the antenna detached. The reporter further stated they were not able to connect to the ins with the recharger. It was noted the patient tried recharging last sunday, but they were not able to. It was further noted the patient usually charged once a week and the last time they successfully recharged was at the end of march. The reporter stated they already called their hcp and they had an appointment scheduled. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID; 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# lb1983, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the event was battery and generator end of life (eol). It was reported the patient had a replacement/surgical revision on 2014 (B)(6) because, the battery was at eol ¿status post a successful spinal stimulator many years ago.¿ it was noted, the implantable neurostimulator (ins) had normal battery depletion. The patient required hospitalization due to the event. No patient injury was reported.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with the healthcare professional or a manufacturing representative. It was noted the patient had an appointment on (B)(6) 2014.